Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation of a high out of range pacing impedance measurement was confirmed. The lead anode conductor coil was fractured approximately 400 millimeters from the terminal pin in the location around the suture sleeve tie down site.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to displaying high out-of-range pacing impedance measurements of greater than 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.